Manufacturer narrative:
Findings: pump received with minor scratched display window. Unit received with broken battery tube threads. Pump received with broken reservoir tube lip. Unit received missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the customer had a broken case near the battery. Battery thread is broken. No additional information provided.